Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that an auto-off alarm occurred inappropriately. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 80-200's mg/dl.

Manufacturer narrative:
Alarm 30 was verified. Auto off issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.